Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after the device implant procedure, the patient experienced worsening heart failure and chest pain. Catheterization revealed no obstructive coronary disease, the patient was managed medically, and the device remains in use. The patient was a participant in the adaptresponse study. No further patient complications have been reported as a result of this event.